Manufacturer narrative:
The electrode belt and monitor have not been recovered. The device flag data from the last download does not indicate any device malfunction.

Event description:
A us distributor contacted zoll to report that a patient passed away on (B)(6) 2025 while reportedly wearing the lifevest. The patient received an appropriate treatment. The device was started up at 15:54:26 on (B)(6) 2025. At 06:46:36 on (B)(6) 2025, an arrhythmia was detected. ECG shows sinus tachycardia @ 100 bpm with nsvt. The rhythm then degraded to vf. At 06:47:12, the patient received the appropriate treatment. The rhythm at the time of treatment was vf. Post shock rhythm was asystole. Post-shock asystole is a known and potentially adverse outcome of defibrillation therapy. The device was shut down at 08:56:57 on (B)(6) 2025.